Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was inspected and did not have any missing knobs or missing input disks. The complaint was not confirmed based on the failure analysis. Additional observation(s) not reported by site: the instrument was found to have a broken ear of the distal clevis. The broken piece was not returned. The piece was measuring roughly 0.238¿ x 0.269¿ in size.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was noted with a missing knob. There was no report of patient involvement.